Manufacturer narrative:
The company representative observed electrical test failure codes #52 and #53 logged in error log and on screen. The company representative replaced the front end pcb (part number: 0670-00-0668e). Shuttle and drive offsets off by 10. Calibrated to factory specification and safety tested. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "electrical test failure code #53" alarm (shuttle transducer offset failure). The patient was switched to another iabp and therapy was continued. No patient injury was reported.